Manufacturer narrative:
Product analysis: the main printed circuit board (pcb) of the external pulse generator (epg) was received and further analyzed. The main pcb was assembled into a golden unit, known-good batteries were inserted and the unit was powered on. No errors were observed. The device passed functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg generated two different error codes. It was noted that the main printed circuit board (pcb) was out-of-specification -electrical. It was further noted that the display wires were pinched (wire insulation exposed), hanger assembly was broken, keypad was scratched, lower case and main seal were broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) generated an error code when testing right atrial pacing during preventative maintenance. Troubleshooting steps were taken to include resetting the epg, however an additional error code was generated. The epg was returned for evaluation and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.